Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation. Therefore, the reported event cannot be confirmed. A process review was completed and revealed no discrepancies. No further investigation is required. Device not returned to manufacturer.

Manufacturer narrative:
The customer has indicated that the complaint sample will be returned to (B)(4). Once the sample is received and the investigation is complete, a supplemental medwatch 3500a will be submitted with the results of the investigation. Complaint information provided by stryker. Not yet received by manufacturer.

Event description:
It was reported during a primary total hip replacement that the end of the impactor came off where it was struck with the mallet. No adverse events were reported as a result of the malfunction.